Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The power line fuses were replaced and the issue was resolved. The fuses have not been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) would not boot up, and the power line light was not illuminated. The f11 and f12 power line fuses were replaced and the issue was resolved. There was no patient present when this issue was identified.